Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead experienced pain and fluttering at the xiphoid process area. Some fluttering on the right side of the chest was also observed. An increase in pacing thresholds were observed one day post implant. A couple days after implant loss of capture at maximum outputs was observed. There was a concern of a perforation. The pocket was reopened and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.